Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: (B)(6) 2018. The product support engineer (pse) troubleshot this issue with the customer over the phone. The reported condition was verified. The customer verified the alternating current (ac) to power supply but no direct current. The pse advised the customer to replace the power supply to address the issue. The customer reported that the power supply was replaced and the issue was resolved.

Event description:
The customer reported that the ventilator was alarming low battery and the unit appeared to operate only from direct current (dc) power. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.